Event description:
It was reported that undersensing was observed on the atrial lead of an asymptomatic patient. Device sensitivity would be reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.